Manufacturer narrative:
02/25/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): evaluation method: since the device remains implanted, the programmer files were reviewed.

Event description:
Reportedly, during routine follow ups of symphony devices, the programmer software got blocked and it was necessary to unplug the programmer and to re-start it completely. Sometimes, some messages were displayed. For the device involved in this MDR, the orchestra programmer blocked during a threshold test. The other devices are reported under MDR# 9610579-2010-00483, 9610579-2010-00484 & 9610579-2010-00485.